Event description:
During an endoscopic retrograde cholangiopancreatography procedure, after cannulation and making a cholangiogram, the physician wanted to start a papillotomy (sphincterotomy). The moment the nurse put tension on the cutting wire and physician wanted to start the cutting, the cutting wire broke. The procedure was completed with a second device and there were no reported clinical consequences to the patient.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.